Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 243 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing withdrawal symptoms and worsening spasticity. It was noted that the patient had a spinal fusion performed on (B)(6) 2019. A flow and rotor study was performed on (B)(6) 2019 and the results were normal. The issue was reported to be unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-apr-17. It was reported that the patient was evaluated by a doctor to resolve the withdrawal. A dye study was performed and it was determined that the pump appeared to be working fine. Oral baclofen was given to the patient to help with spasms. The issue was considered resolved. The patient's weight was provided. No further complications were reported.